Event description:
Staff reported med cart would not hold a charge. Biomed checked/replaced the battery. Unit still would not hold a charge. Biomed then pulled the charging unit out of the med cart and found the quick disconnect connector that leads to the batteries was burnt. The only fuse in the circuit, located between the battery and the power supply was not blown. Biomed voiced the concern that the way the charger is designed, a fire could occur in its circuitry without ever blowing the fuse.